Event description:
It was reported that during an implant procedure the display screen of the programmer went black. The programmer was changed out and returned for service. Follow-up determined that there were no patient complications reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the analyzer display went blank during an implant procedure. Analysis did find that the overlay was broken and therefore it was replaced and calibrated and that the hinge plate screws were missing and that the power cord door was damaged. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 radiofrequency programmer head; product ID software analyzer. (B)(4).

Event description:
It was reported that during an implant procedure the display screen of the programmer went black. The programmer was changed out and returned for service. Follow-up determined that there were no patient complications reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.